Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported physical resistance/sticking (difficulty in lock line removal) could not be tested but was due to the observed knot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the reported physical resistance/sticking (difficulty in lock line removal) appears to be the result of the observed knot, a cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted. A second mitraclip was advanced and the clip was successfully deployed, however during the deployment process, a slight resistance was felt once the lock line was retracted approximately 20cm. A little force was applied and the lock line was successfully removed from the clip delivery system (cds). Once removed from the anatomy, it was noted that there was a slight glue/plastic dot visible at the end of the lock line. Post procedure mr was reduced to 2 and the clips remain stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.